Event description:
Agfa is submitting this MDR on (B)(4) 2013. Agfa's awareness date is (B)(6) 2013 for this event. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on (B)(4) 2012 describing this issue. This is the 19th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service, but with a different site. An internal discovery for this site, by an agfa zone support specialist, determined dicomstore misconfiguration has occurred. The customer is fully functional and is not currently experiencing any issues with prior studies. There has been data loss identified. Agfa's investigation is ongoing. A supplemental report will be submitted once additional information is obtained. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(4) 2008. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2252-2012.

Manufacturer narrative:
This supplemental report is to report mandatory corrective actions that have been taken at the site through mandatory service bulletin dis031.14e via reportable correction z-2252-12. This mandatory service bulletin (B)(4) provided a hotfix for cardio purge service (cps) to mitigate the risk fo future data loss.